Manufacturer narrative:
Date of event: date was estimated. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla ii guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple kinks to the hypotube. The collar is separated 131.4cm from the handle. The separation appears to have been kinked prior to separating. The distal section of the collar and the entire distal shaft is missing. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 23aug2019. It was reported that device was damaged and stent was unable to pass through. A 6f guidezilla ii was selected for use. During the procedure, it was noted that the end of the device was damaged and stent was unable to pass through. No damage was noted on the stent. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the collar was separated 131.4cm from the handle. The distal section of the collar and the entire distal shaft was missing.